Event description:
Clinic notes dated (B)(6) 2012 indicate that over the last six weeks, the patient has developed drop seizures again. The patient has been having about 2-3 drop seizures a week. If she is sitting she will simply slump over and fall to the side. If she is standing at the time, she will fall to the floor. The patient has not hurt herself with any of these drop seizures and her vagus nerve stimulator (vns) has not given her any problems. Attempts are underway for additional information; however, no additional information has been provided.